Event description:
It was reported that during mask ventilation on a patient, battery discharge alarm occurred, and ventilation stopped. Doctor called me. When the me arrived at the site, confirmed battery discharge alarm. Battery indicator led was red, ac cord indicator was green. Checked ac cord, but no change was observed. After removing and inserting the internal battery, the ventilation operation started. After that, collected the device to me room. Performed device check. There was no reproducibility. No pat. Health consequences have been reported.

Manufacturer narrative:
The investigation was based on the provided information and logfile analysis of the affected oxylog 3000plus device. The charging issue could be confirmed based on the logfile analysis. However, all alarms were generated as specified (battery related alarms and charging led was red). According to the IFU, the actions documented in accordance with the alarm shall be performed. Additionally, all user of oxylog 3000 plus devices were informed by a field safety corrective action (fsca) with a field safety notice about the detected risk, see tsb 22. This contains instructions on how the user can avoid a ventilator stop. Therefore, the user is informed to make sure that the battery is always removed and reinserted or replaced after occurrence of the ¿no int. Battery charging¿ alarm message, without removing the device from mains supply. Prior to a device being used on a battery supply, the user should verify the correct switchover (check leds on the device). This ensures that the power is supplied during transportation. In the current event, the user did not react to the error situation in accordance with IFU and fsca. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function stops. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. In the present case, the "charge internal battery" alarm and the "internal battery discharged" alarm are correctly displayed and warn the user about a low battery level. Patient was ventilated spontaneous with mask, no health consequences have been reported. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going

Event description:
It was reported that during mask ventilation on a patient, battery discharge alarm occurred, and ventilation stopped. Doctor called me. When the me arrived at the site, confirmed battery discharge alarm. Battery indicator led was red, ac cord indicator was green. Checked ac cord, but no change was observed. After removing and inserting the internal battery, the ventilation operation started. After that, collected the device to me room. Performed device check. There was no reproducibility. No pat. Health consequences have been reported.